Event description:
The customer contacted baxter's service center regarding a high drain 103 alarm, which occurred on the homechoice (hc). This occurred during a drain cycle of peritoneal dialysis therapy. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. A device history review was conducted and there were no deviations found related to this reported condition during the manufacture of this device. A service history review was conducted and did not reveal any failures or problems that were the same as or similiar to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.